Manufacturer narrative:
Additional narrative: product investigation evaluation: 356.830 - both guide wires show scratches, which indicate strong contact with the blade during insertion. Nevertheless, the blade can be passed over the wires without any problems. Also, device history record review shows conformity at time of manufacturing. No indication for material or design related issue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the out of bound occurred during surgery on (B)(6) 2015, prior to the wound closure, when the verification of the blade insertion took place by means of the lateral and front images. Eventually this led to the reinsertion of the implants with a new blade. The surgery was complete with a 60-minute delay. The insertion failure had occurred despite the correct procedures. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: patient identifying information is not available for reporting. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: may 2, 2014 - no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.